Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no: 305901 batch no: 8029975. It was reported that during use of the bd safetyglide¿ needle the medication leaked between the needle and syringe where the two are connected. The following information was provided by the initial reporter: the medication leaked between the needle and the syringe where the two are connected.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 305901, batch no: 8029975. It was reported that during use of the bd safetyglide¿ needle the medication leaked between the needle and syringe where the two are connected. The following information was provided by the initial reporter: the medication leaked between the needle and the syringe where the two are connected.